Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a14f amplatzer torqvue 45x45 delivery sheath. During the sheath exchange after the transeptal puncture a resistance was met advancing the amulet delivery sheath. When visualized under fluoroscopy, the wire appeared to be kinked at the tip of the dilator. When the sheath was removed it was found that the tip of the dilator had split. A 18f non-abbott sheath was placed into the venotomy and a new 14f amplatzer amulet delivery sheath was opened. The patient experienced no hemodynamic instability during the case. On (B)(6) 2025, the patient had been readmitted to the hospital with a cerebrovascular accident (cva).

Manufacturer narrative:
An event of stroke (cerebrovascular accident) following day of amulet procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported stroke could not be conclusively determined. There was prolonged hospitalization reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a14f amplatzer torqvue 45x45 delivery sheath. During the sheath exchange after the transeptal puncture a resistance was met advancing the amulet delivery sheath. When visualized under fluoroscopy, the wire appeared to be kinked at the tip of the dilator. When the sheath was removed it was found that the tip of the dilator had split. A 18f non-abbott sheath was placed into the venotomy and a new 14f amplatzer amulet delivery sheath was opened. The patient experienced no hemodynamic instability during the case. On (B)(6) 2025, the patient had been readmitted to the hospital with a cerebrovascular accident (cva) and resulted in additional hospital stay. The patient was reported discharged.